Event description:
International affiliate reports that during instrument control, they noticed that the tip of the moss miami si final tightener looked worn. There was no report of any adverse consequences to a patient or of any delay to a procedure. The affiliate has requested clarification as to whether the final tightener stripped is worn or stripped but the requested information has not been provided at this time. As it is possible that the final tightener's distal tip was stripped during use, a medwatch report is being filed to document the event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection of the returned moss miami si final tightener noted that approximately 1mm of 3 of the lobe features had damage that is consistent with driver stripping. The uneven damage is also consistent with a driver that was off axis during use. Review of the device history record identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The lot met specification requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined based on the provided information and returned sample however the noted damage is consistent with a driver that was not fully seated and off axis during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.